Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following: the date and time due to battery depletion are reset, video connector contact corrosion, the output connector (light guide connector) is worn out, causing the connection to rattle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system had no image outputted to the monitor. The issue occurred during preparation for use for an unknown diagnostic procedure. There were no reports of patient harm.

Event description:
The customer provided the following information with regards to the event: when a phenomenon occurs at a facility, the retailer will isolate the issue. This does not occur with rental equipment. The connected port is composite. The event occurred constantly in one case (including during pre-use inspections). Similar problems have not occurred in other cases (including pre-use inspections) in the past. The range of image abnormality is the entire monitor. There was no error message when the problem occurred. The event occurred when the power was turned on.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: b5, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that some factor caused the main board to malfunction. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.